Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent, on-going elevated blood glucose (bg) levels of 575 mg/dl. Cause was not known. Customer administered a correction bolus via the pump, a correction injection, as well as performed a supply change to address the bg. Customer reverted to an alternate form of insulin therapy.